Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up. The device's ac cable and internal battery were reconnected to address the issue. There was no repair made to the device, and it will be scrapped.